Manufacturer narrative:
(B)(4). Eval results: eval of the product found that on the side b window access panel there are two zipper slider bodies that are open. (B)(4).

Event description:
The customer reported the canopy has zipper damage to the left side panel that when an attempt is made to close the zipper the teeth do not connect. There was no pt incident or injury reported.